Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an error occurred while using the somatom definition edge. During a scan, the user reported smoke and a burning smell in the examination room. The scan was continued and finished as it was towards the end of the scan. The fire department and a biomedical manager opened the power distribution box (pdb) where there was a plume of smoke pouring out. Once the service engineer shut off power at the hospital main breaker the smoke stopped. However, he noticed behind the inverter there was a small open flame. The service engineer subdued the flame with a dry chemical fire extinguisher. After that, there were no more flames. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to investigate the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined to be a service case. The reported problem was resolved by replacing two inverters, the matrix dc-link, and the medium voltage transformer (mvt). This brought the system back to clinical operation. Our experts investigated the exchanged hardware and found that one of the inverters was the origin of the fire. The explanation for capacitor failure is a change in resistance and/or capacity caused by aging. The capacitors were used in the system since 2015. During scans with medium to low power and a long duration, the thermal losses within the capacitor then increase to such an extent that thermal failure (charring) occurs. This is due to the reactive currents / circulating currents that occur in the electromagnetic oscillating circuit (consisting of resistor esr, capacitor and choke), which are larger in these operating points. Only the capacitors show traces of fire and no further spread of the fire can be seen. The material consumption of the faulty inverter in relation to the installed base is monitored by the CAPA process and is rated as acceptable. No systematic issue nor a general design issue was identified. There is no report of impact to the state of health of any patient or user involved.